Event description:
It is alleged that a male patient had a cook gunther tulip filter implanted on (B)(6) 2004, at (B)(6) hospital, (B)(6). The plaintiff has brought forth the following counts: strict products liability - failure to warn and design, negligence, negligence per se, breach of express and implied warranty. It is alleged that patient suffered punitive damages.

Manufacturer narrative:
(B)(4). Evaluation - update: complaint reopened since additional information was provided: no product was returned and no imaging was provided. Therefore, it is impossible to comment on the filter being "retrieved because blood flow was restricted causing blood clots" and the knee, which "has filled with blood causing swelling". Also, it is impossible to determine if any of these events had any relation to the filter. Reference is made to IFU, potential adverse events: pulmonary embolism; filter embolization; vena cava occlusion or thrombosis. Lot and rpn are unknown; however the tulip filter is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. We have notified appropriate personnel and will continue to monitor for similar events. No information regarding the event was provided. We have investigated based on the information received to date, and are closing the report until further information is received for investigation. If additional information is received, the report will be reopened for further investigation. Impossible to comment on the injuries, which patient allegedly suffered.

Event description:
It is alleged that a male patient had a cook gunther tulip filter implanted on (B)(6) 2004, at (B)(6) hospital, (B)(6). The plaintiff has brought forth the following counts: strict products liability - failure to warn and design, negligence, negligence per se, breach of express and implied warranty. It is alleged that patient suffered punitive damages without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided. Additional information received via complaint form on april 11, 2016: per limited medical records were provided, the plaintiff received a gunther tulip due to a right knee replacement and history of blood clots. On (B)(6) 2014 at (B)(6) center, the filter was retrieved because blood flow was restricted causing blood clots. The plaintiff states that since the removal of the device, on three separate instances his knee has filled with blood causing swelling, possibly a result of being on blood thinners. No additional information has been provided.

Manufacturer narrative:
Evaluation- no information regarding the event was provided. We have investigated based on the information received to date, and are closing the report until further information is received for investigation. If additional information is received, the report will be re-opened for further investigation. Impossible to comment on the injuries, which patient allegedly suffered.

Event description:
It is alleged that a male patient had a cook gunther tulip filter implanted on (B)(6) 2004, at (B)(6). The plaintiff has brought forth the following counts: strict products liability - failure to warn and design, negligence, negligence per se, breach of express and implied warranty. It is alleged that patient suffered punitive damages without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
The event is currently under investigation.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on (B)(6) 2015 as follows: plaintiff allegedly received an implant on (B)(6) 2004 due to blood clots and prophylaxis during and after right knee replacement surgery. Plaintiff is alleging migration, tilt, bleeding, and organ perforation. Patient alleges successful retrieval on (B)(6) 2014.

Manufacturer narrative:
Event changed from from adverse event to adverse event and product problem. Implant date correction. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "tulip, migration, tilt, bleeding, organ perforation, ivc occlusion." Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. It is unknown if the reported bleeding is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Ivc thrombotic occlusion as an outcome for cook ivc filters is addressed in the published scientific literature. Ivc thrombotic occlusion is defined as the presence of an occluding thrombus in the ivc after filter insertion and documented by ultrasound (us), CT, mr imaging or venography; this may be symptomatic or asymptomatic. There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.